Event description:
The customer reports a secondary infusion backflowed into the primary bag. The customer utilized baxter secondary tubing with a carefusion primary set. No specific event details have been reported at this time.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.